Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure when the right ventricular lead was attempted to be positioned in rv apex, fluoroscopy imaging revealed that the lead appeared to be bent between hv coil and tip. The physician claimed that the lead would not straighten even by using stiff stylets. The lead was removed and replaced. Upon review, the lead appeared to be misshaped between coil and tip. The procedure ended with no complications. The patient was stable and discharged.

Manufacturer narrative:
The reported event of ¿lead appeared to be bent between hv coil and tip¿ was not confirmed in the laboratory. Analysis was normal. No anomalies were found.